Event description:
It was reported that, during a stage one implant procedure, the lead showed impedances of <(><<)>50 ohms on contacts 0, 1, and 2. It was stated they were doing macrostigma. Another lead was used, and the procedure was competed successfully, with normal impedances. Patient information was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.